Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the upper case was broken, encoder was pushed inside of device, output connector was broken, white wire was pinched, and the hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that external pulse generator (epg) was missing a knob. The epg is expected to be sent back for service but the current status is unknown. There was no patient involvement. It was further reported that the epg was returned and that the knob was broken. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.